Event description:
Customer reported a possible checkvalve failure that occurred in the pacu. A nurse set up a secondary vancomycin infusion and the entire bag infused in about 15 minutes. There was no adverse pt effect. No further pt/ event info was available.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. A follow up report will be submitted with any new relevant info.